Event description:
It was reported that during a maintenance inspection of the machine, the hospital reportedly noted nitrous oxide flowed without the presence of oxygen. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.